Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform excessive no delivery test due to prime anomaly. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received several motor error alarms and a motor position encoder error alarm. The customer mentioned that they received no delivery alarms as well. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.